Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the patient's ins for their back wasn't working. The patient noted that their healthcare provider felt that a lead might have migrated. No further complications reported.

Manufacturer narrative:
B3: date inaccurate, only the year is valid. Section d11 information references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: 2014-(B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2014-(B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the leads in their back appeared to have migrated and that's why it wasn't vibrating in the place that they needed it (in their lower back). They did not have corrective surgery yet and the issue was not resolved. They noted that the event occurred soon after their implant in 2014 and reported that it might not have been done correctly in the first place. No further complications reported.

Manufacturer narrative:
This was corrected to adverse event and product problem. If information is provided in the future, a supplemental report will be issued.